Event description:
The manufacturer received information alleging a trilogy ev300 device failed air flow accuracy during implementation of a field change order. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse) the customer's complaint was confirmed. The fse replaced the device's (aecm) proportional valve and 3-way solenoid valve to resolve the issue. The device passed all test and verification. Software version 1.05.10.00.